Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a patient source interferent is the cause of the event.

Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system and access accutni calibrator. An initial result of 0.64 ng/ml (above the 0.1 ng/ml per laboratory protocol) was obtained and released out of the laboratory. As a result, the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. Subsequent analysis of the patient¿s sample, on the same instrument, recovered a higher result of 0.66 ng/ml. The physician questioned the initial result and had the sample analyzed by a reference hospital through an alternate methodology and obtained a negative result. Further analysis of the sample, at the reference laboratory, through an alternate unicel dxc 600i system, confirmed a heterophile interference in the patient¿s sample. The patient¿s sample was collected in a lithium heparin tube and centrifuge in a stat centrifuge for five minutes, at room temperature. No sample or quality control (qc) issues were noted. Quality control is performed once daily. The instrument was in normal operation.